Event description:
It was reported that patient was having trouble charging the implanted neurostimulator and the recharger. Patient said when they go to put the charger on the place where you charge it will initially connect but if they move it disconnects and when they try to reconnect it they are not getting a signal where they can reconnect it. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).